Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The reported problem could not be duplicated. However, it was found to have a defective dso sensor and latch lock. These will be replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device has a defective epidural pump as it indicates that the cassette is poorly secured even when it is properly installed. There is no patient involvement and no patient harm.